Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. It has been demonstrated that post-operative af tends to occur within 2 to 4 days after the procedure, with a peak incidence on postoperative day 2. 70% of patients develop this arrhythmia before the end of post-operative day 4 and 94% before the end of post-operative day 6. Thus, events of atrial fibrillation occurring beyond the first postoperative week are much more likely to be due to the patient's underlying pathophysiology, rather than the implantation procedure. In this case, it was reported that the implant of this valve was complicated by a new post-operative paroxysmal atrial fibrillation requiring multiple cardioversions. Based on the available information, the root cause of the event remains indeterminable but was likely impacted by patient and procedure related factors. The device was not returned as it remained implanted at the time of the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that after implant of the a 21mm aortic valve, the procedure was complicated by a new post-operative paroxysmal atrial fibrillation requiring multiple cardioversions. The patient was discharged.